Event description:
Plaintiff alleges sustaining serious, severe and permanent bodily injuries, pain and suffering from a latex allergy developed after exposure to latex gloves. Plaintiff alleges sustaining numerous injuries including anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, depression and emotional distress, all of which are or may be a permanent, continuing and life threatening nature.